Event description:
The customer stated that the meter was dead and the prior to changing the batteries the meter read 106 mg/dl and 06 mg/dl on a blood test. A review of the system was conducted over the phone. This review indicated that the display was missing segments. The customer was asked to return the meter for further evaluation and a replacement was provided.